Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly and the pump shut off. The pump was connected to a power source and the battery gauge jumped up to 75% then back down to 20%. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 177 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.